Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/4/2025, a sales representative reported via phone that an ar-8717ds-0907 dynanite nitinol staple implant system had an issue during an akin bunionectomy procedure on (B)(6) 2025. When the surgeon went to drill, the drill got stuck into the soft tissue sleeve, and he was not able to advance the drill into the patient. Both devices were stuck together and removed from the patient in one piece. Nothing broke inside the patient, and there was no harm. The complaint devices were discarded, but a video was taken. Another ar-8717ds-0907 dynanite nitinol staple implant system with an unknown lot number was used to complete the procedure successfully. There was a 2-minute case delay, and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided video. Visual evaluation of the customer provided video noted the drill was stuck within the guide. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.